Event description:
Irritated gums [gingival discomfort]. Irritated mouth [stomatitis]. Brush head is no longer staying attached / no longer oscillates / fall off - oral-b [device breakage]. Case narrative: 50-year-old male consumer via phone reported that the oral-b toothbrush heads were not staying attached to the oral-b toothbrush handle, type 4729, no longer oscillated, and fell off causing him irritated gums and mouth. No serious injury was reported.

Manufacturer narrative:
Complained product will not be not available.